Event description:
The customer observed a false nonreactive alinity s anti-hcv ii for one patient. The sample was sent from another lab to confirm reactivity on the alinity I processing module. The following results were provided: sid (B)(6), initial anti-hcv result (alinity s) = 0.05 s/co (nonreactive); repeat result (alinity I) = 2.31 s/co (reactive). A new sample was requested (sid (B)(6), initial result (alinity s) = 0.04 s/co (nonreactive); repeat result (alinity I) = 2.64 s/co (reactive); inno-lia hcv score (fujirebio)= +1 (c2/ns3) (reactive); nat rna hcv= non-reactive; elisa hcv= 0.645 (non-reactive) there was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). This report is being filed on an international product, list number 04w56-56 that has a similar product distributed in the us, list number 4w56-60 / 61, with bla number bl125759. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false nonreactive alinity s anti-hcv ii for one patient. The sample was sent from another lab to confirm reactivity on the alinity I processing module. The following results were provided: sid: (B)(6), initial anti-hcv result (alinity s) = 0.05 s/co (nonreactive); repeat result (alinity I) = 2.31 s/co (reactive). A new sample was requested (sid: (B)(6), initial result (alinity s) = 0.04 s/co (nonreactive); repeat result (alinity I) = 2.64 s/co (reactive); inno-lia hcv score (fujirebio) = +1 (c2/ns3) (reactive); nat rna hcv= non-reactive; elisa hcv= 0.645 (non-reactive). Update, additional information was added on 28may2025. Sample ID: (B)(6), inno-lia hcv score (fujirebio) - reactive +1 (c2 / ns3). Sample ID: (B)(6), roche cobas 6800 nat= non-reactive; bio-rad elisa hcv= non-reactive, 0.645. There was no impact to patient management reported.

Manufacturer narrative:
Additional information was included in section b5 - describe event or problem.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was completed. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity s anti-hcv ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65173be00. A device history record review of results did not identify any nonconformances, potential nonconformances and deviations associated with lot 65173be00 and complaint issue. In house testing of a retained kit of lot 65173be00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. Sensitivity was evaluated with 20 replicates of three sensitivity panels (core ab panel, ns3 ab panel and ns3 d1 ab panel) as well as 10 replicates of positive control were tested. The sensitivity panels and the positive control were within specifications and no false nonreactive result was obtained. Further two commercially available seroconversion panels (zeptometrix hcv9058 and 6222) were tested. The seroconversion panel results were compared to historical data of alinity s anti-hcv ii. Lot 65173be00 detected the same bleeds as reactive for the seroconversion panels. A review of labeling concluded that the issue is sufficiently addressed. Returned sample ID (B)(6) was tested in-house with alinity s anti-hcv ii reagent, list number (ln) 4w56-56, lot 65173be00 and mikrogen recomline hcv igg, and nonreactive results were obtained. The external laboratory testing with roche elecsys anti-hcv ii resulted negative. Based on the investigation the alinity s anti-hcv ii reagent lot 65173be00 is performing as intended, no systemic issue or deficiency of the alinity s anti-hcv ii reagent was identified.

Event description:
The customer observed a false nonreactive alinity s anti-hcv ii for one patient. The sample was sent from another lab to confirm reactivity on the alinity I processing module. The following results were provided: sid (B)(6), initial anti-hcv result (alinity s)= 0.05 s/co (nonreactive); repeat result (alinity I)= 2.31 s/co (reactive). A new sample was requested (sid (B)(6), initial result (alinity s)= 0.04 s/co (nonreactive); repeat result (alinity I)= 2.64 s/co (reactive); inno-lia hcv score (fujirebio)= +1 (c2/ns3) (reactive); nat rna hcv= non-reactive; elisa hcv= 0.645 (non-reactive) update, additional information was added on 28may2025. Sample ID (B)(6), inno-lia hcv score (fujirebio) - reactive +1 (c2 / ns3) . Sample ID (B)(6), roche cobas 6800 nat= non-reactive; bio-rad elisa hcv= non-reactive, 0.645. There was no impact to patient management reported.